Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a compromised force sensor system alarm and a motion sensor test failure alarm from his/her insulin pump. The customer's blood glucose levels were reported to be within the normal range. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.